Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-9845 serial/batch number (B)(6) was received for investigation. No functional test with saline water was performed due that the tip being broken, and the connector cables being exposed. Visual evaluation noted that the probe face tip was broken off/detached. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during arthroscopy of the upper ankle joint, a part of the probe broke off. The broken part was retrieved from the patient. There was no harm to the patient, operator, or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.